Manufacturer narrative:
Concomitant medical products: product ID a03888001, serial# unknown, product type: recharger; product ID 37751, serial# (b)(40, product type: recharger; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 37752, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient was sent a replacement recharger and the new recharger was not working. The unit was still getting hot and the patient had burns on their skin.

Event description:
It was reported that in the last couple of months the patient¿s implantable neurostimulator recharger (insr) antenna has burned their skin few times resulting in sores over the implant site and ¿feels it burning¿ and a warm sensation around the pocket. They noted that they then have to wait for their skin to heal before they could charge again. The patient never saw an ¿antenna temp too hot¿ screen or other error codes. Due to the burning the patient had to charge in shorter intervals because of the burns. Upon return of the device it was found there were no issues seen during bench testing. No temperature icon was shown because the implantable neurostimulator recharger (insr) antenna did not reach a high temperature threshold switch. The highest recorded temperature was on (B)(6) 2014 at 98 degrees fahrenheit which is too low to trigger the temperature icon. C100. Information omitted pertaining to event (B)(4) - over-discharge. No invterventions or outcome was provided however additional information was requested and if received a follow-up report will be sent.